Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI not available for this instrument at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the product was deformed. It was reported that it was bent after it was verified. The suspected cause of the reported issue was that the bone was hard. Other probes were used. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.

Manufacturer narrative:
The thoracic probe 9734680 navlock (lot# 170315) was returned for analysis. Analysis found that the tip of the returned probe was bent and twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.